Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was full collar and shaft detachment which is indicative to torquing or twisting the device during use. There was no further damage to the device.

Event description:
Reportable based on device analysis completed on 24jun2022. It was reported that the device was unable to cross lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device was unable to cross lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a full collar and shaft detachment.